Manufacturer narrative:
Approximate age of device - not applicable. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
No patient was involved with this event. It was reported that the cmag motor wire had a slight twist in the cord near the motor connection. The motor was taken out of inventory and will be returned for a possible repair. The device was not in use at the time of the twist being found. No alarms were reported.

Manufacturer narrative:
Approximate age of device - 2 years 3 months. Manufacturer's investigation conclusion: no further information was provided. The manufacturer is closing the file on this event. The returned centrimag motor (serial number (B)(6) was evaluated and tested by tech service under work order # (B)(4). The reported event could not be verified during their evaluation. The motor cable was inspected per field action "fa-q318-mcs-1" and no issues were found. The motor cable performed as designed without producing any messages. The motor was tested per the centrimag motor service process and the unit passed all tests. The tested unit was returned to the customer site. Reports of similar events will continue to be tracked and monitored.